Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was admitted to the hospital. The user reported that her blood glucose (bg) level readings were 475 mg/dl and 500 mg/dl with her dario meter, and while testing with the hospital's meter her bg level reading was 87 mg/dl. The user stated that she keeps her dario meter and strips in the kitchen. As per dario's user guide "do not store or use meter or test strips in an area where the humidity is outside of the range 15-85%, such as a bathroom or kitchen". The user also stated that she opened her cartridge of strips six months ago. As per dario's test strips labeling "use within one month from first opening the cartridge foil". The user was sent a replacement of dario's strips and control solution. Follow up with the customer was attempted, however, the user stated that she will call us back when she is ready to test. As of this date the user did not call us back to provide further information. The high bg readings may have been due to the use of expired strips. Not enough information regarding old strips to investigate. No other product problem was reported. No resolution is available.